Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in our stock. Received 3 samples without the second pack (the first pack is closed). Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Remarks: as indicated in the premicron instructions for use: "the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfill the specifications of european pharmacopoeia (ep), note of this incidence is taken in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. Thread is breaking.